Manufacturer narrative:
Treatment report shows an excessive amount of liquid between the cornea and the patient interface and decentered applanated cornea are noticeable, the suction time was 154 seconds which is more than the usual 45 seconds. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. No technical root cause was identified as the system was operating within specifications. The most likely possible root cause in this case is the eye movement during treatment that caused decentered applanation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported an incomplete side cut in the left eye. It was noted there was eye rotation and the treatment was aborted. The patient returned at a later date for photorefractive keratectomy. Additional information requested.